Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery near the op hthalmic artery with a max diameter of 5 mm and a 4 mm neck diameter. Landing zone: distal: 3.43 mm and proximal: 4.93 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 10. The angiographic result post procedure was good. It was reported that the pipeline would not open on turn distal to the aneurysm. Very distal portion of the device was open (about 1-2mm), but the rest of the stent would not open. Microcatheter and pipeline were removed from patient. It was reported the pipeline failed to open in the proximal and middle sections. The pipeline was in a distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID rfx058-115-08 (lot: b637872); product type: ; implant date n/a; explant date n/a, product ID fg15160-0615-1s (lot: unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped2-500-12, item:10,lotno:b553266 visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The micro catheter was found cut into three segments (the hub, a ~1.9cm segment, and a ~163.8cm segment). The strain relief was also found cut. No other damages or irregularities were found with the micro catheter. One end of the pipeline flex w/ shield braid was found tapered, damaged, and frayed. The middle braid was found slightly flattened. The other braid end was found fully opened, damaged, and frayed. Testing/analysis: the phenom-27 micro catheter total length and usable length could not be compared to specifications as the lot number was not reported. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open proximal¿ was confirmed, however, the customer report of ¿failure/incomplete open at middle (hourglass)¿ could not be confirmed but could not be ruled out. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. Customer reported vessel tortuosity as moderate, device was placed in a bend, and devices were prepared per IFU. It is likely the placement within a vessel bend contributed towards the failure to open. The braid was found damaged/frayed/flattened. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer additionally reported resheathing pipeline less than two times. As no other information was reported, likely cause could not be determined. The micro catheter was found cut in two locations near the hub. It is likely the customer cut the micro catheter to gain access to the braid after it remained within the hub during retrieval without an introducer sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.